Manufacturer narrative:
The consumer reportedperi-implantitis, concerns with mobility & being asymptomatic.time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved & the implant failed to osseointegrate.

Event description:
The consumer reported peri-implantitis, concerns with mobility & being asymptomatic. Time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved & the implant failed to osseointegrate.